Event description:
Upon initiation of bypass, suffient gas transfer was not being achieved. The perfusionist increased fi02 to 100% and then heard a loud "pop". Because the gas exchange performance was less then usual, the perfusionist decided that it was necessary to change out the unit. The user facility reproted that the procedure was then completed successfully.